Event description:
On (B)(6) 2012, the lay-user/patient's gaurdian contacted lifescan from (B)(4) alleging an error 1 issue with a one touch verio pro meter. The patient's gaurdian did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's gaurdian claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's gaurdian did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.